Event description:
It was reported that an ilet pump was dropped, immediately powered off, and would not restart or display activity despite a steady charger indicator; the user had approximately 70% battery before the drop, the screen showed no cracks, and remote troubleshooting including a forced restart was unsuccessful, so a replacement device was dispatched and the user was instructed to use backup therapy and continue cgm via dexcom. Symptoms included no adverse clinical effects and blood glucose reportedly unaffected. Outcomes included interruption of therapy on the affected device and transition to a replacement unit. Investigation included remote assessment of device status and charger function, review of user-provided photos, and verification of return logistics. Investigation of this device revealed a device nonresponsiveness consistent with physical damage from impact, with no alerts or alarms generated and the charger operating as expected. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage leading to device malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.